Event description:
It was reported that during the surgical procedure, the customer experienced a nonrecoverable 20008 system error code. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error experienced by the customer was associated with the right master tool manipulator (mtmr). The system was repaired by replacing the affected mtmr. The mtmr was returned to isi for failure analysis investigation. Engineering discovered excessive jitter noise emanating from a potentiometer assembly within the mtmr, which consequently generated the system error experienced by the customer. The system alarm (20008 system error code) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure.